Event description:
Plate implanted about 2 weeks post-op. Revision surgery to remove in 2006.

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.